Event description:
It was reported that the side printer of the programmer was not working. It was further requested that an analyzer be added to the programmer. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the event and attributed it to a burnt capacitor on the media processing unit (mpu) printed circuit board (pcb) and therefore the mpu pcb was replaced. Analysis also found that both keyboard hinges were broken, and that the programmer power supply was noisy and both were replaced. Product ID: 2067 radiofrequency programmer head; (B)(4).